Manufacturer narrative:
(B)(4) interject needle bent. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject clear needle was used in the colon during a hemostasis procedure performed on (B)(6) 2016. According to the complainant, during the procedure the needle would not advance out of the sheath. The device was removed from the patient and the needle was found to be bent inside the sheath. The procedure was completed with another interject clear needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.